Event description:
It was reported that an eva bag leaked. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Evaluation summary: baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review was conducted and revealed that all of the acceptance criteria were met to release the lot. The device was received for evaluation. Leak testing revealed a leak in the port tube seal. The cause was due to a manufacturing issue. Corrective maintenance of the machine was performed to address this issue. Should additional relevant information become available, a supplemental report will be submitted.